Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 10, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on 10 march 2025, the day 90 after insertion. The sensor was returned and tested in-house, and the testing results did not indicate any malfunction of the sensor. A review of the raw sensor data revealed transient optical instability on the 08 mar 2025 onwards. On march 10, 2025, when the signal quality remained below the threshold for more than an hour, a sensor replacement alert was triggered. As part of the resolution, a sensor replacement was offered to the user. B4: date of this report 07 june 2025. G3: date received by the manufacturer? 07 june 2025. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 3224. H6: investigation conclusions updated to 4315.